Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the ventilator generated a ¿respiratory circuit check¿ error message. Although the device did not stop cycling, the patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.